Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Bsc ID:(B)(4) ; tw: (B)(4).

Event description:
It was reported that blade lifting occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx). After rotablation therapy and pre-dilation with an nc emerge balloon catheter, a 10mm x 3.25mm wolverine¿ coronary cutting balloon¿ monorail¿ was used to dilate the lesion. When the wolverine was removed from the body, the blade was noted to be lifted. Another of the same device was used and the percutaneous coronary intervention was continued. No patient complications were reported and there were no patient injuries resulting from this event.

Manufacturer narrative:
Device evaluated by MFR:a visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades and pads, approximately 5mm in length was partially detached from the proximal end of the balloon material. The remaining section of blade and pad measuring 5mm in length was undamaged and fully bonded to the balloon material. The entire 10mm of blade and pad was accounted for. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A visual and microscopic examination of the balloon noted that the balloon was unfolded and inflation medium was observed within the balloon material which indicates it had been subjected to positive pressure. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft or hypotube of the device which could potentially have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that blade lifting occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx). After rotablation therapy and pre-dilation with an nc emerge balloon catheter, a 10mm x 3.25mm wolverine coronary cutting balloon monorail was used to dilate the lesion. When the wolverine was removed from the body, the blade was noted to be lifted. Another of the same device was used and the percutaneous coronary intervention was continued. No patient complications were reported and there were no patient injuries resulting from this event.